Event description:
In 1989 I got breast implants. They were silicone placed under muscle. In 1996 I gave birth to a stillborn son. The doctor was baffled, could fine no reason for the baby¿s death. An autopsy was performed, concluded the baby was very healthy. Blood work was done on me as well. Doctor felt that my body had autoimmune response that saw the baby as a foreign object and rejected him. I was then sent to a rheumatologist who suspected and tested me for lupus. After false positive tests lupus was ruled out and I was diagnosed with fibromyalgia. I suffered connective tissue pain, chronic fatigue, skin sensitivity, food sensitivities and the fibromyalgia for many years. In (B)(6) of 2019 during a routine mammogram it was discovered my 30 year old breast implants had ruptured. It was then that I started looking into having the implants removed. I found out that breast implants have been known to cause autoimmune and other issues. I certainly had never made that connection between the implants and my symptoms and the loss of my child. However it is clear to me. I had the implants removed (B)(6) 2019. I am seeing some improvement in my health. I¿d also like to mention that I gave birth to 2 healthy children pre-breast implants. The implants are dow corning silastics ii. I also have noticed that these were banned 1 year after I was implanted with them. They were thought to cause autoimmune, connective tissue and reproductive issues. I was never contacted about the ban. FDA safety report ID # (B)(4).